Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('removing her tubes') and device breakage ('she will have to go back to the operating room to have the remains removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("they left one inside her, so soon she will have to go back to the operating room to have the remains removed"), 4 years 3 months after insertion of essure. The patient was treated with surgery (essure remains will have to be removed and salpingectomy on 19-mar-2019). Essure was removed on 19-mar-2019. At the time of the report, the medical device removal, device breakage and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: during the removal, one essure device was left inside, so she will have surgery again to have the remnants removed. These remnants continue to cause infinite sequelae. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and then by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain since essure devices inserted'), device breakage ('she will have to go back to the operating room to have the remains removed / myometrial presence of remains of essure on the left side'), embedded device ('metal and curved linear shape located within the thickness of the left portion of the uterine fundus') and device expulsion ('metal and curved linear shape located within the thickness of the left portion of the uterine fundus') in a 37-year-old female patient who had essure (batch no. B85134) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she got pregnant". The patient's medical history included smoker, caesarean section, vaginal delivery, endocervical polyp and multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device intolerance ("intolerance of essure devices since their insertion"). On (B)(6) 2015, the patient experienced anal incontinence ("occasional faecal incontinence") and exostosis ("calcaneal spur"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2017, the patient experienced headache ("headache / severe headache during periods"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("they left one inside her, so soon she will have to go back to the operating room to have the remains removed"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("she got pregnant"), experienced abdominal pain lower ("pain over left iliac fossa radiating to left lumar region"), abdominal distension ("abdominal distention"), fatigue ("tiredness") and anxiety ("anxiety symptoms") and was found to have uterine leiomyoma ("intramural leiomyoma"). The patient was treated with enoxaparin sodium (clexane), enoxaparin sodium (hepaxane), ibuprofen, metamizole, naproxen, oxybutynin, paracetamol, sertraline, solifenacin and surgery (essure removal via double laparoscopic salpingectomy on (B)(6) 2019 and hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, device expulsion, pregnancy with contraceptive device, device intolerance, headache, urinary incontinence, anal incontinence, exostosis, abdominal pain lower, abdominal distension, fatigue, anxiety and uterine leiomyoma outcome was unknown and the device breakage and complication of device removal had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, anal incontinence, anxiety, complication of device removal, device breakage, device expulsion, device intolerance, embedded device, exostosis, fatigue, headache, pelvic pain, pregnancy with contraceptive device, urinary incontinence and uterine leiomyoma to be related to essure. The reporter commented: essure placement 2 coils on the right tube and 6 coils on the left tube. During the removal, one essure device was left inside, essure removal procedure opened tube further as far as the uterine horn, probing the myometrium and interstitial portion of the fallopian tube, but no device found. Left salpingectomy performed and specimen examined but no device found. Proceeded to remove device from right fallopian tube which was removed intact and then performed right salpingectomy, so she will have surgery again to have the remnants removed. These remnants continue to cause infinite sequelae. On (B)(6) 2020 second surgery - hysterectomy via laparoscopy, conserving ovaries, uterus of normal size and morphology, intramural myoma of 3 cm in anterior face, small superficial endometriotic focus in left utero-sacrum. After traction of the specimen, the essure device was found in the left intramyometrial region. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: negative. Computerised tomogram pelvis - on (B)(6) 2019: computed tomography (CT) scan of abdomen and pelvis without contrast performed using multi-slice technique. Material with density of metal and curved linear shape located within the thickness of the left portion of the uterine fundus, at the site corresponding to the intramural portion of the left fallopian tube or the adjacent myometrium (impossible to determine from CT scan), indicative of left tube-blocking device (essure) mentioned in the order. Cytology - in (B)(6) 2020: normal. Gynaecological examination - on (B)(6) 2020: normal external genitalia. Speculoscopy vagina in good condition, vault in a state of healing. Oestradiol (14 - 60 pg/ml) - on (B)(6) 2018: 183 pg/ml. Pathology test - on (B)(6) 2020: material uterus, macroscopic description: labelled uterus: hysterectomy specimen of 140 g, which we received open along its longitudinal major axis, the specimen measures 9 x 6 x 2 cm, presents an exocervical orifice of 3.5 x 2.5 cm, presents an area of ulcerated aspect located throughout the exocervical contour of 2 cm. At the level of the uterine corpus, we observed that this appears bulging with an endometrial thickening of 0.8 cm. We observed a formation of myxomatous appearance, whitish with a whorled background, no areas of necrosis or haemorrhage of 2 cm, which is located at the myometrial level. A representative sample was taken: anterior exocervix (1), posterior exocervix (2), anterior endometrium (3-4), posterior endometrium (5-6). Pathological diagnosis :uterus (total hysterectomy-biopsy), intramural leiomyoma, proliferative, endometrium without relevant alterations, cervix without relevant alterations. B uterus (nos) diagnostic biopsy, macroscopic description:metallic material essure which is stored. Sars-cov-2 test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2017: uterus and adnexa normal; on (B)(6) 2020: free pelvis, no adnexal pathology seen. Minimal amount of free fluid. X-ray of pelvis and hip - on (B)(6) 2019: both devices are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: the case (B)(4) was identified as duplicate case and all information transferred to this case, including essure lot number, events pelvic pain (medical device removal deleted and considered as treatment for pelvic pain), embedded device, device expulsion, pregnancy with contraceptive device, device intolerance, headache, urinary incontinence, anal incontinence, exostosis, abdominal pain lower, abdominal distension, fatigue, anxiety and uterine leiomyoma. Event "pregnancy termination" was deleted, since it refers to an elective abortion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cronic pelvic pain since essure devices inserted'), device breakage ('she will have to go back to the operating room to have the remains removed / myometrial presence of remains of essure on the left side'), embedded device ('metal and curved linear shape located within the thickness of the left portion of the uterine fundus') and device expulsion ('metal and curved linear shape located within the thickness of the left portion of the uterine fundus') in a 37-year-old female patient who had essure (batch no. B85134) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she got pregnant". The patient's medical history included smoker, multiple caesarean sections, gravida I, endocervical polyp and multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device intolerance ("intolerance of essure devices since their insertion"). On (B)(6) 2015, the patient experienced anal incontinence ("occasional faecal incontinence") and exostosis ("calcaneal spur"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2017, the patient experienced headache ("headache / severe headache during periods"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("they left one inside her, so soon she will have to go back to the operating room to have the remains removed"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("she got pregnant"), experienced abdominal pain lower ("pain over left iliac fossa radiating to left lumar region"), abdominal distension ("abdominal distention"), fatigue ("tiredness") and anxiety ("anxiety symptoms") and was found to have uterine leiomyoma ("intramural leiomyoma"). The patient was treated with enoxaparin sodium (clexane), enoxaparin sodium (hepaxane), ibuprofen, metamizole, naproxen, oxybutynin, paracetamol, sertraline, solifenacin and surgery (essure removal via double laparoscopic salpingectomy on (B)(6) 2019 and hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, device expulsion, pregnancy with contraceptive device, device intolerance, headache, urinary incontinence, anal incontinence, exostosis, abdominal pain lower, abdominal distension, fatigue, anxiety and uterine leiomyoma outcome was unknown and the device breakage and complication of device removal had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, anal incontinence, anxiety, complication of device removal, device breakage, device expulsion, device intolerance, embedded device, exostosis, fatigue, headache, pelvic pain, pregnancy with contraceptive device, urinary incontinence and uterine leiomyoma to be related to essure. The reporter commented: essure placement 2 coils on the right tube and 6 coils on the left tube. During the removal, one essure device was left inside, essure removal procedure opened tube further as far as the uterine horn, probing the myometrium and interstitial portion of the fallopian tube, but no device found. Left salpingectomy performed and specimen examined but no device found. Proceeded to remove device from right fallopian tube which was removed intact and then performed right salpingectomy, so she will have surgery again to have the remnants removed. These remnants continue to cause infinite sequelae.on (B)(6) 2020 second surgery - hysterectomy via laparoscopy, conserving ovaries, uterus of normal size and morphology, intramural myoma of 3 cm in anterior face, small superficial endometriotic focus in left utero-sacrum. After traction of the specimen, the essure device was found in the left intramyometrial region. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: negative. Computerised tomogram pelvis - on (B)(6) 2019: computed tomography (CT) scan of abdomen and pelvis without contrast performed using multi-slice technique. Material with density of metal and curved linear shape located within the thickness of the left portion of the uterine fundus, at the site corresponding to the intramural portion of the left fallopian tube or the adjacent myometrium (impossible to determine from CT scan), indicative of left tube-blocking device (essure) mentioned in the order. Cytology - in march 2020: normal. Gynaecological examination - on (B)(6) 2020: normal external genitalia. Speculoscopy vagina in good condition, vault in a state of healing. Oestradiol (14 - 60 pg/ml) - on 21-dec-2018: 183 pg/ml. Pathology test - on (B)(6) 2020: material uterus, macroscopic description: labelled uterus: hysterectomy specimen of 140 g, which we received open along its longitudinal major axis, the specimen measures 9 x 6 x 2 cm, presents an exocervical orifice of 3.5 x 2.5 cm, presents an area of ulcerated aspect located throughout the exocervical contour of 2 cm. At the level of the uterine corpus, we observed that this appears bulging with an endometrial thickening of 0.8 cm. We observed a formation of myxomatous appearance, whitish with a whorled background, no areas of necrosis or haemorrhage of 2 cm, which is located at the myometrial level. A representative sample was taken: anterior exocervix (1), posterior exocervix (2), anterior endometrium (3-4), posterior endometrium (5-6). Pathological diagnosis :uterus (total hysterectomy-biopsy), intramural leiomyoma, proliferative, endometrium without relevant alterations, cervix without relevantalterations. B uterus (nos) diagnostic biopsy, macroscopic description:metallic material essure which is stored. Sars-cov-2 test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2017: uterus and adnexa normal; on (B)(6) 2020: free pelvis, no adnexal pathology seen. Minimal amount of free fluid. X-ray of pelvis and hip - on (B)(6) 2019: both devices are seen. Lot number: b85134 manufacture date:2013-10 expiration date: 2016-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('removing her tubes') and device breakage ('she will have to go back to the operating room to have the remains removed'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("they left one inside her. So soon she will have to go back to the operating room to have the remains removed"), (B)(6) years (B)(6) months after insertion of essure. The patient was treated with surgery (essure remains will have to be removed and salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, device breakage and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: during the removal, one essure device was left inside, so she will have surgery again to have the remnants removed. These remnants continue to cause infinite sequelae. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, ha number received, ps/pf/ (B)(4), no new clinical information received, update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('removing her tubes') and device breakage ('she will have to go back to the operating room to have the remains removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. The patient was treated with surgery (salpingectomy on (B)(6) 2019). A complication of device removal ("they left one inside her, so soon she will have to go back to the operating room to have the remains removed") and device breakage (seriousness criteria medically significant and intervention required) occurred. Essure remains will have to be removed. At the time of the report, the medical device removal, device breakage and complication of device removal had not resolved. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.